Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event history log found that a high alarm for cassette not attached properly was displayed. Functional testing determined that the pump was functioning properly when priming was attempted. The reported issue was not duplicated. Based on the evidence, a root cause was unable to be determined.

Event description:
It was reported that the smiths medical device had an alarm indicating that the cassette was not attached. No patient involvement was indicated.